Event description:
A report was received via FDA's medical products reporting program that a pt developed bilateral fusarium keratitis and corneal ulcers while using renu with moistureloc multi-purpose solution. The pt began use of the product in 2004. Two months later, the pt developed bilateral eye infections and sought treatment with an eye dr. Upon examination, the pt was immediately referred to a local eye surgery institute. The pt was diagnosed with fusarium keratitis and had 8 corneal ulcers in the right eye and 3 in the left. The pt reported the infection resulted in permanent scarring. Later, in 2006, the pt developed another infection, which required antibiotic treatment and caused further complication. The pt discontinued the product in 2006. No further info was provided. Attempts to obtain further info from the pt have been unsuccessful.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusal circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.